Manufacturer narrative:
Device evaluation summary: the reported error 43 issue was verified during service. Service technician observed the reported issue and believes it is due to a defective assy system controller module. The issue was resolved by checking and cleaning of the unit, replaced assy system controller module. Checked error log and no error found. Preventive maintenance was performed as per specification. H.6: annex b, c and d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that it displayed error 43 (sc mpu fs tx -15v monitor high hard error). The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.